Manufacturer narrative:
B3. Date of event was unknown, hence captured as first day of ICU aware month. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during infusion the pump experienced a system failure. There was patient involvement and no patient harm.